Manufacturer narrative:
Phone not provided.

Event description:
While onsite for another issue, the philips field service engineer (fse) noted there was no audio at the customer¿s philips information center (pic ix). The device was in use on a patient. There was no report of patient or user harm.